Event description:
(B)(6) called to report a leak beneath the saline spike. Customer noted the leak after prime was completed while doing a double check, and saw a small puddle beneath the saline bag. No alarms occurred during prime. Customer states it appears the leak is coming from the fusion between the drip chamber and the tubing. Kit will not be used for pt treatment. The customer has agreed to return the saline spike for investigation.

Manufacturer narrative:
A review of lot c354 was performed and there were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for all complaint categories and no trend was detected for complaint category tubing leak. CAPA (B)(4) was initiated for tubing leak; CAPA (B)(4) is now closed. The assessment is based on info available at the time of the investigation. The prod return investigation is still in progress at the time of this report. A supplemental report will be filed when this investigation is complete. (B)(4).